Manufacturer narrative:
(B)(4). Concomitant medical products: pn: 00801802202 femoral head sterile product do not resterilize 12/14 taper ln: 61488252, pn: 00811400010 femoral stem 12/14 neck taper ext. Offset size 0 105 mm stem length ln: 61453537, pn: 00801102016 allen plug hdpe/baso4 8c/16fl ln: 61197818, pn: rm49010001 competitor cup ln: 911115, pn: rm51100003 competitor liner ln: 100111. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2018 - 00784. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the location of the product is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a total primary left hip replacement. Subsequently the patient expired approximately 25 days post operative due to unknown reasons. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.